Event description:
Baxter (B)(4) received a report that a folfusor had a reservoir rupture during patient use. The device was filled with a 240 ml solution consisting of 2 grams glazidime and 0.9% saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one device for evaluation. The reported condition of a reservoir rupture was not confirmed. Visual inspection of the unit showed no evidence of rupture or abnormality on the reservoir. A functional test was subsequently performed by manually filling the reservoir with 300ml of dextrose solution. During and after fill, no evidence of rupture was noted from the reservoir. The bladder performed as expected. Therefore, no assignable cause was determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.